Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and pacing inhibition were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No intervention was performed and the patient was stable and will continue to be monitored.